Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse ¿ the reverse locking mechanism was blocked, the mode switch resistance was too low, the device had insufficient/low power, moving parts of the device were not moving smoothly, the locking mechanism was stiff/stuck, and there was component damage. It was further determined that the device failed pretest for check the power with the test bench, check forward and reverse mode function, check free movement of the soft mode switch, check the reverse locking mechanism, and check attachment coupling with oscillating drill attachment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.